Event description:
The customer reported that they were unable to deliver a shock in the manual and AED modes with this device and then with 2 other defibrillators, which are reported separately in MFR report # 1218950-2011-00428 (B)(4) and in MFR report # 1218950-2011-00427 (B)(4). The involved pt died. At this time, there has been no determination as to whether the device was a factor in the reported death of the pt.

Manufacturer narrative:
(B)(4): the customer reported that they were unable to deliver a shock in the manual and AED modes with this device and then with 2 other defibrillators, which are reported separately in MFR report # 1218950-2011-00428 (B)(4) and in MFR report # 1218950-2011-00427 (B)(4). The involved pt died. At this time, there has been no determination as to whether the device was a factor in the reported death of the pt. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.